Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill notification after loading a cartridge with 200 units of insulin. The customer's blood glucose level was 176 mg/dl. The customer loaded a new cartridge with water and received an accurate estimate. Reportedly, the customer would load a new cartridge and resume insulin delivery.